Event description:
It was reported that the disposable cassette was leaking at the bladder connection. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
, Corrected data: please disregard the reports submitted with the MFR: 3012307300-2022-13388. The reports were submitted in error.

Manufacturer narrative:
Additional information received on 04-aug-2022 via email and attached to complaint object: there is no patient information to report as none of the leaking cassettes were used in patient care. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.